Manufacturer narrative:
As reported, the patient returned to the hospital two-days post implant of a 3dmax mid, with pain, swelling, and recurrence of the hernia. Upon reoperation the mesh was noted to have been ¿folded upwards.¿ based on the information provided, it is unclear what may have caused the mesh to fold upwards two-days post implant, no conclusions can be made. Hernia recurrence and pain are known inherent risks of hernia repair surgery/use of the device and are included as possible complications in the adverse reaction section of the instructions for use supplied with the device. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per medwatch form (mw5159457), "patient had robot-assisted bilateral hernia repair with mesh on (B)(6) 2024. Patient returned to hospital two days later with right swollen groin and pain. The x-ray revealed recurrence of his right scrotal inguinal hernia. Patient required repeat surgery on (B)(6) 2024, and the mesh was found folded upwards. Mesh surgical 3dmax 17x12cm 7x5in right mid xl inguinal - log3209447."